Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleged under delivery on insulin pump. Customer¿s blood glucose was 250mg/dl and experienced nausea. Customer was treated with manual injection. Customer stated that she changed infusion set, insulin was dripping slow so she had to do manual injection to treat high blood glucose. Insulin pump will not be returned for analysis. Unomed inf set.